Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd flu+¿ syringe leaked vaccination medicine from the needle tip after drawing it up. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we received a number of complaints about leakage from the needle. It was reported that after drawing up the dose, a drop of vaccine sometimes leaks from the needle tip without any pressure being applied to the plunger".

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 2101413. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for review. The retained samples were examined and no signs of leakage were observed. Without the sample it is not possible to determine a cause for the incident. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the bd flu+¿ syringe leaked vaccination medicine from the needle tip after drawing it up. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we received a number of complaints about leakage from the needle. It was reported that after drawing up the dose, a drop of vaccine sometimes leaks from the needle tip without any pressure being applied to the plunger".